Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer's blood glucose was 119 at the time of the call. The patient's blood glucose was 91 mg/dl at the time of the incident. The customer stated that their blood glucose dropped to 53 mg/dl but the sensor displayed that they were never below 100 mg/dl. The customer was informed that problem is a calibration issue. The customer was assisted with calibrating the sensor. The customer was informed to call the help line if the 2 hour calibration did not resolve the issue. The customer was sent a new sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.